Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that their spouse were still hurting but it was not really bad. Agent walked caller through how to connect to the implant and found that therapy was off. Patient mentioned they didn't know how to connect to implant. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further investigate on the therapy being off. Agent sent an email to the field for visibility. Agent reviewed with caller how to turn therapy on and off. Caller mentioned that they have been working with a rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.